Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead experienced a helix failure, along with no current of injury and lead dislodgement. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.